Event description:
Pt revised to address pain, osteolysis, and polyethylene wear.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation was limited to review of the info provided, as the lot number for the head required to review the device history records was not provided. The part and lot number was not provided for the glenoid component. The implants had been implanted for 17 years. Provided info states the surgeon removed the 52 glenoid and 52mm medium head and replaced the head with a standard 56 x 21 and decided not to implant another glenoid. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.